Manufacturer narrative:
D9 - device available for evaluation: no. No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event occurred on an unspecified date and involved an extension set, 17 inch, 0.2 micron filter, clave(tm) y-site, secure lock where the customer reported concerns of the device leaking when administering hazardous aerosolizing medications. Immediate solution: 5a will use 120493 - tubing IV set plum w/.22 micron h/p filter to align with behring practice for hazardous medications requiring a filter. There was patient involvement, but harm was not reported as a consequence of the event.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.